Manufacturer narrative:
Title: successful application of early tracheostomy in an intubated patient who suffered from irritative stimuli by an oral tracheal tube source: saudi j anaesth 2021;15:50-2. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a patient with an acquired tracheal deviation, due to previous lobectomy, presented with acute respiratory failure. An 8.5 taperguard evac oral tracheal tube was placed and needed to be overinflated to stop the air leak secondary to the tracheal deviation. When attempting to simultaneously wean from both sedation and mechanical ventilation, he developed a violent cough, hypertension, and tachycardia. In addition, desaturation secondary to air leakage and secretion dropping to the lung were observed, prompting the authors to resume deeper sedation. Subsequently, a percutaneous tracheostomy was performed, and patient symptoms subsided, even in the absence of sedation. Patient was successfully weaned from mechanical ventilation 2 days after tracheostomy and the tracheostomy tube was removed the following day. The authors allege that," the violent cough resulted from tracheal tube discomfort from the movement of the tracheal tube tip, which was due to the size mismatch between the trachea and the tube and by severe deviation of the trachea." It was speculated that the irritative stimuli caused from the trachea-tube mismatch prevented conversion from deep to light sedation, ultimately preventing successful simultaneous weaning.